Event description:
It was reported that the patient was implanted with trochanteric fixation nail and helical blade in the right femur on an unknown date. The patient presented to a different surgeon for exam and x-rays on an unknown date. X-rays revealed a non union and the tfn nail was broken at the distal screw hole. The patient was returned to the or on 4/18/13. The nail, helical blade and distal screw were removed and the patient was revised to a lateral entry nail. Patient is reportedly recovering well. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional product code: hwc. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.